Event description:
It was reported as part of a clinical study that a patient underwent a da vinci-assisted bilateral nipple sparing mastectomy (nsm) on (B)(6) 2021. The patient had direct implant reconstruction with alloderm. On (B)(6) 2021, the patient developed mild skin flap ischemia on the left medial breast. The patient was to continue applying a nitro patch and an antibiotic ointment. The patient outpatient management included debridement of the nipple eschar. On an unspecified date the patient was seen by plastics who reportedly expressed concern for possible cellulitis. The patient was admitted to the hospital on (B)(6) 2021 due to left breast cellulitis and was treated with intravenous (IV) antibiotics. On (B)(6) 2021, a new onset of erythema and sensation of warmth was reported. The patient was discharged on (B)(6) 2021. The patient was re-admitted on (B)(6) 2021 with a covid-19 infection. During her hospital stay, the patient developed cellulitis on her left breast and eschar without pus formation. The breast implant became exposed through the wound bed. The patient underwent reoperation with debridement of the eschar and explantation of the silicone implant and a portion of the alloderm. The patient was discharged on (B)(6) 2021 with unspecified medication. Follow up visit on (B)(6) 2021 showed improvement of the left breast. The patient was seen again on outpatient follow up on (B)(6) 2021 and (B)(6) 2021 and the site was improving. On (B)(6) 2022, the patient underwent delayed left breast reconstruction with prepectoral tissue expander placement. During a follow-up visit on (B)(6) 2022, the patient complained of severe pain in the left chest area. There was no ischemia, erythema or drainage seen during this visit. On (B)(6) 2022, a follow-up visit demonstrated an area of blanchable, mildly tender skin erythema on the superior left breast. The drain was removed, and the fluid was sent for culture. The patient was started on doxycycline. The infectious disease specialist added keflex. A follow-up visit on (B)(6) 2022 noted that the culture revealed staphylococcus epidermidis. The patient reported decreased erythema and tenderness during this visit and was advised to continue antibiotics.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complications cannot be determined. There is no allegation or report that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: after a da vinci-assisted bilateral nsm procedure, the patient initially developed mild skin flap ischemia which progressed to cellulitis and infection over the area. As a result of the post-operative complications, the patient required medical and surgical intervention. The cause of the operative complications is unknown. There is no allegation that a malfunction of the da vinci system, instrument, or accessory.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. On (B)(6)2022, the following additional information was received: it was reported that the patient had sepsis during the admission of covid -19 and left breast cellulitis on (B)(6)2021. The sepsis was resolved on (B)(6)2021.

Event description:
Refer to h10/h11 for follow-up information.